Event description:
Report #2 of 2 received of an inability to deliver drugs via syringe through the clave port. The nurse reported that the pt arrived in the ICU with an unknown IV solution infusing via pump. At an unspecified time later, the pt coded. The nurse reportedly attempted to access the clave port to infuse an unspecified medication. Meeting resistance, the nurse reportedly removed the tubing from the pump and infused the unspecified solution via gravity. They disconnected the secondary line from the cassete secondary port and was able to administer the unspecified medication through the cassette secondary port. The pt reportedly expired shortly after the code from an acute myocardial infarction. The customer reported that in their opinion, "this incident was not a factor in the pt's death". Although requested, no add'l info was available.